Manufacturer narrative:
Inspected one opened/used partial sensor and performed continuity resistance test and sensor failed test. Unable to confirm insertion anomaly due to customer did not return insertion needle only sensor.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 122 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. Another time, blood glucose was 90 mg/dl and sensor glucose was 50 mg/dl. Customer also stated that blood came out when they inserted the sensor. Customer was instructed to apply firm pressure for approximately 3 minutes with a clean gauze until bleeding stops. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.